Manufacturer narrative:
The product's history records were reviewed and there were no service-related issues that would have resulted in the reported complaint., corrected data: h6, h10.

Manufacturer narrative:
Other, other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to have its top case front corners chipped and cracked. The reported issue was confirmed during functional testing when a "check syringe plunger sensor" alarm was activated. The investigation traced this to the plunger holders, which were found to be resting on f the flange holder while fully retracted. Per the technical service manual, this issue will occur if the user does not ensure proper engagement of the plunger holders. This issue can be corrected by the user by moving the plunger driver out away from pump housing slightly prior to powering on device. Based on the results of the inspection, the investigation confirmed the reported issue, and attributed the root cause to user error. The device received preventative maintenance and passed all subsequent testing.

Event description:
It was reported that the device showed error code - check syringe plunger sensor. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.